Event description:
During a cardiopulmonary bypass procedure the cardioplegia pump displayed error code "fail 5" indicating that stop mode may not stop the pump. The pump was changed out and the surgery was completed successfully. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.